Manufacturer narrative:
Complaint no: (B)(4). Manufacturing date is feb 2014. A device history review revealed no issues that could have caused or contributed to this issue. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 103 alarm occurred during peritoneal dialysis on the homechoice. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The technical services representative (tsr) assisted the customer to clear the alarm and review the programming. There was no patient injury or medical intervention reported. No additional information is available.